Manufacturer narrative:
Device evaluation: the device related to the reported event inflammation/irritation and infection (unknown onset) was received on november 01, 2019, with lot number 3015912. Analysis of the returned device identified weight to the spec, deformation, crease fold, yellow biological tissue. Cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side ¿inflammation around prosthesis." Healthcare professional later reported that after explant, "suspected other medical products used during surgery" which were "examined for strains culture test for three weeks." Results concluded "intra-operative infection¿.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further investigation results: fi did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process no corrective action is deemed necessary at this time.

Event description:
Healthcare professional later reported that after explant, "suspected other medical products used during surgery" which were "examined for strains culture test for three weeks." Results concluded "intra-operative infection.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was inflammation/irritation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿inflammation around prosthesis." The device has been explanted.